Event description:
Surgery with mesh for cystocele repair. Severe pain for 4 weeks. 2nd surgery to remove stitches from ligament according to dr. In the following month, opinion with dr. At the hosp. He said mesh must be removed. Surgery to remove mesh. Very little pain after surgery. Mesh was causing all my pain. In my opinion mesh need to be remove from shelves. This has caused me too much pain. Dates of use: 2008 - 2009. Diagnosis: cystocele.